Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had several error alarms and it would not rewind properly. Blood glucose value is unknown. The customer stated this happened over a year back; he had been off the insulin pump and reverted to manual injections, but his doctor recommended going back to insulin pump therapy. Troubleshooting was not performed as the customer did not have the insulin pump with him at the time. The insulin pump will not be returned for analysis.